Event description:
A us distributor returned a monitor and reported the monitor does not communicate with belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.